Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. The battery profile revealed a maximum depletion rate within the expected range. The device exhibited normal charging and discharging characteristics.

Event description:
A report was received that a patient was experiencing charging and communication difficulties between the external and implanted devices. The patient's battery was discharging at an abnormal rate. The physician replaced the implantable pulse generator (ipg). The patient is doing well after the procedure and getting adequate coverage.

Event description:
A report was received that a patient was experiencing charging and communication difficulties between the external and implanted devices. The patient's battery was discharging at an abnormal rate. The physician replaced the implantable pulse generator (ipg). The patient is doing well after the procedure and getting adequate coverage.